Event description:
On (B)(6) 2012, the customer reported a leak that was found on the floor. The home patient (hp) determined that there must have been a leak in the cassette as all else was ok. The hp's wife called back to advise that there was fluid noticed inside the cassette. This was found during priming. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This is a complaint for a report of a leak during the priming stage. The complaint cannot be confirmed and the assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.